Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported arrhythmia and patient outcome cannot be conclusively determined. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021 at home due to arrhythmia. Type of arrhythmia is unknown. The device was reported to have operated as intended. No autopsy was performed.